Event description:
Alcon constellation gas pressure failure - patient was draped and initial trocars had been placed when the handpiece failed due to alcon constellation gas pressure failure. Extensive troubleshooting occurred, however the issue was not resolved. Surgeon chose to abort procedure at which time surgeon explained details of the issue to patient, including rescheduling the surgery. No injuries were sustained during this time. Alcon was contacted, and a service call was scheduled.